Event description:
Reporter indicated a vns patient's generator could not be interrogated and was believed to be at end of service. The reporter was able to use his vns programming system successfully on other patients. A vns generator battery estimation yielded -0.22 years remaining, but the programming history was incomplete. Reporter indicated the patient was having increased seizures. It was not known if the seizure level was greater than the patient's pre-vns baseline level. The patient later underwent vns generator replacement surgery. Attempts for product return have been unsuccessful to date. Attempts to the reporter for additional information have been unsuccessful to date.